Event description:
It was reported that"(B)(6) 2025, the doctor found cuff leakage when doing testing before using on patient. Change new tube."

Manufacturer narrative:
(B)(4). The reported complaint of cuff leakage was confirmed based upon the investigation of the sample received. The customer returned an actual sample for investigation. The sample received with suction catheter, two angled connecting pieces with standard connectors, and y-connector. Visual inspection of the returned complaint sample confirmed the presence of a tear on the blue (bronchial) cuff of the bronchial tube, which caused leakage as reported. The tear was visibly open when the cuff was pressed, creating a gap that allowed air to escape during inflation during functional testing, explaining the observed leakage. The surrounding material exhibited slight stretching and deformation, suggesting the tear may have resulted from sharp contact during use or handling. A review of the manufacturing process confirmed that bronchial tubes undergo 100% inspection including water leak test, as part of the product release criteria. Any such leaks would be detected as out of specification. Based on the investigation, the exact root cause of this reported issue was undetermined. No manufacturing related root cause identified for this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that on (B)(6) 2025, "the doctor found cuff leakage when doing testing before using on patient. Change new tube".

Manufacturer narrative:
(B)(4).